Event description:
Per affiliate: it was reported that the customer was hospitalized for hypoglycemia. It was indicated that the reservoir compartment cap became loose and the reservoir had fallen out of the pump. It was conveyed that the customer accidentally injected a large amount of insulin while connected to the pump. No further details.